Manufacturer narrative:
The device has not yet been returned to the manufacturer for evaluation, which as prevented a complete investigation and analysis. Although there was no patient consequence, and no confirmed burning of the device, due to the potential of this malfunction to cause or contribute to death or serious injury as a result of a device fire, and under an abundance of caution, this event was determined to be MDR reportable pursuant to 21 cfr 803. Device not yet received.

Event description:
It was reported by the sales rep that during an ultrasound breast biopsy procedure, the control module started smoking and smelling like it was burning. The procedure was completed with another device with no patient consequence.

Manufacturer narrative:
Additional device analysis information: device was returned to the manufacturer and analyzed on january 16, 2017. The voc was confirmed. Pump smells like hot grease, potentially due to low frequency of use of system. System was inspected for visible signs of heat damage. The pump muffler was replaced, as was the software uniboard. Uniboard cable was rerouted away from pump chassis nut to avoid friction/wear. The device was functionally tested to confirm suitability for use. Following quality inspection and release, the device was returned to the customer for continued use. Report date, date received by MFR, type of reports and if follow-up, what type?, device evaluated by MFR?, evaluation codes and additional MFR narrative have been updated to reflect the updated information provided in this report.

Event description:
It was reported by the sales rep that during an ultrasound breast biopsy procedure, the control module started smoking and smelling like it was burning. The procedure was completed with another device with no patient consequence.